Manufacturer narrative:
Additional procode: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an unknown procedure on (B)(6) 2019, two (2) variable angle (va) locking screws passed through the va-locking compression plate (lcp) proximal tibia plate hole and went into the bone. One screw did not go completely into the bone but was going through the plate and was taken back up to the threaded holes of plate with difficulty. New screws were used to complete the procedure. The procedure was successfully completed with a 25-30 minute surgical delay. There was no reported patient consequence. The next day, the surgeon demonstrated to the sales consultant using a second plate and the screw was going out of the plate hole again. The surgeon suggested that the torque limiter was possibly not working properly. Concomitant medical products: va locking screw (part: unknown, lot: unknown, quantity: unknown). This report is for a 3.5mm va-lcp proximal tibia plate. This is report 1 of 3 for (B)(4).